Manufacturer narrative:
Patient identifier not available. Device UDI number unavailable. A medtronic representative went to the site to test and service the equipment. It was found that the system was not communicating with igs and pacs. It was found that the system lost its ip configuration on the mobile view station (mvs). The igs and pacs configurations also needed to be restored on the mvs. The system then passed the system checkout and was found to be fully functional. No hardware parts were replaced on the system. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a spine fusion procedure. The reported issue occurred pre- operatively. It was reported that the network cable was connected but the system didn't communicate with image guided surgery (igs) or electronic picture archiving and communication systems (pacs). The site opted to abort navigation. There was a surgical delay of less than 1 hour due to this issue, and there was no impact on patient outcome.